Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. As verbalized,"I am calling about smart set bone cement. I have the lot number I will give it to you once you call me. Please give me a callback." Update: 10/09/2018 talked with patient. Patient revised to address pain, loosening of tibial component at the tibia/cement interface. Tibia is manufactured by competitor. Cement is depuy. Patient wants to know if there are any reported issues with the cement part/lot. Doi: (B)(6) 2014. Dor: (B)(6) 2018. (Left knee).